Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: what is meant by "gap was more narrow between jaws" -the opening of the jaws were not smooth than usual. How did this effect the function of the device? -as the doctor noticed the event when he tried to feed the clip into the jaw, the doctor decided stop using the device just in case. Did the clips feed into the jaws as intended? -the clips did not feed into the jaws and the device was not used for the patient. Was the clips malformed? -the device was not used for the patient. Did clip fall into the patient? -the device was not used for the patient. Which firing of the device did this event occur on? -the device was not used for the patient. What vessel or structure was the device fired on at the time of the event? -the device was not used for the patient. Was the clip fully advanced into the jaws prior to firing? -the device was not used for the patient. Was there any torquing or twisting of the device present at the time of firing? -the device was not used for the patient. Was any unexpected resistance felt while firing the trigger? -the device was not used for the patient. Were any unexpected noises heard? -the device was not used for the patient. Did anything unexpected happen prior to this incident? -the device was not used for the patient. Was the device fired after this incident in or out of the patient? -the device was not used for the patient. What were the indications for surgery? -the device was not used for the patient. What was found? -the device was not used for the patient. Does the patient have any relevant history of surgical treatments? - the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? - the information was not provided from the hospital. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, the doctor found that the gap was more narrow between jaws than usual, when the clip was fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.